Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/21/2009, 10/23/2009, and 11/09/2009 by phone, fax, and mail. Additional info was received by phone and through medical records received on 11/10/2009. A completed questionnaire was not received.

Event description:
A surgeon reported a pt having poor vision following bilateral intraocular lens (iol) implant surgeries. In a f/u, it was further clarified that the pt experienced waxy/filmy vision and that her distance vision is blurry. The pt was also reported to have "fluctuating vision - some days were good and some were bad". Treatment for dry eyes was started, punctal plugs were placed. Yag laser procedures were performed, and contact lenses were prescribed. The yag and contact lenses did not help; but the pt reported "eyes better" with dry eye treatment. It was also reported that "vitreal veil/floaters" were noted at a recent postoperative visit. The lenses were exchanged. There are two medical device reports associated with this event. This report is for the left eye.